Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The reported complaint of a frayed cable was confirmed. Failure analysis found a broken pitch cable to be related to the customer reported complaint. The broken pitch cable was found at the distal end. The root cause of broken pitch cable is attributed to a component failure. A review of the device logs for the permanent cautery hook (part# 470183-14/ lot# k11220228 0361) associated with this event has been performed. Per this review of the logs, the permanent cautery hook was last used on 26-aug-2022 via system serial# rsk8070. There were 2 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. No image or video was provided for review. This complaint is reportable due to the following: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pyloroplasty surgical procedure, the permanent cautery hook had a frayed cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) completed customer follow-up on 17-oct-2022 and obtained the following additional information: the customer could not provide any more specifics regarding the instrument other than what was already reported. When the frayed cable was identified on the instrument, the instrument returned material authorization (RMA) was processed. There was no report from the operating room (or) staff that any fragments broke off the instrument and the procedure was completed with no reported patient injury.